Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: data not available omnipod software app version: data not available operating system: data not available hardware: data not available cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced elevated blood glucose levels and a skin reaction at the infusion site on the abdomen after more than 48 hours of pod wear, which subsequently progressed to an infection. Blood glucose levels were reported in the range of 200-400 mg/dl during the episode, and insulin was expected to be delivered to address the elevated blood glucose. It is unclear whether that meant a bolus correction through the omnipod system or a backup method. It was further reported that the patient experienced pain any time he would attempt stretching, bending down, or moving, and the infusion site developed redness and swelling described as a lump. Upon removal of the pod, pus discharge was observed at the site and on the cannula. The patient was transported to the emergency room on(B)(6), 2026, where he was diagnosed with an infection and prescribed antibiotics. The emergency room visit lasted approximately six hours. No further treatment was reported during medical evaluation.